Manufacturer narrative:
Additional information (b5): treatment was performed on a dural fistulae. Device evaluation: the delivery pusher and microcatheter, a headway duo 167cm, were returned for evaluation. The pusher was found without the implant attached. The heater coil of the pusher does not display any signs of thermal detachment. The microcatheter tip is tapered is undamaged. The inner diameter is approximately 0.013", which is within specification. The microcatheter is pinched about 10.1 cm away from the distal tip. No implant was observed within the microcatheter via x-ray examination. No observable segment of the attachment monofilament could be found within the delivery pusher; the monofilament mostly likely broke at the attachment bond glue joint. Monofilament knots can be seen in the attachment bond glue joint. The investigation of the returned coil system found the implant to be separated from the pusher with no signs of activation from using a detachment controller. The investigation determined the separation of the implant is consistent with the implant experiencing tensile or retraction forces that exceeded the strength of the attachment monofilament. The microcatheter used in the procedure was returned and inspected; the tip appeared to be tapered, and a segment 10.1 cm from the distal tip was found to be pinched. The conditions on the microcatheter can cause increased friction on the coil during advancement and retraction, which could lead to the implant separation from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage to the microcatheter, but the damage is consistent with the device experiencing forces over specification. The implant was not returned for evaluation, so it could not be determined if it had any damage or other anomaly that would have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached while partially deployed in the vessel. The coil could not be retracted back into the microcatheter. The pusher and microcatheter were removed; however, the implant coil was left in a more proximal segment of the vessel. There was no reported intervention or patient injury. The patient was reported to have left the hospital one day after the procedure is good condition.